Manufacturer narrative:
The customer reported problem was not confirmed. A review of the device history record for sn (B)(4) was performed from 09/23/2015 to 11/06/2020 and note that this device has been returned for service two times which correlates to the customer reported issue or service repairs.

Event description:
It was reported that the device had "beeps inclusion when there is no inclusion". No patient involvement was reported.